Event description:
Following the information reported by the service company, the easytrack portable installation system collapsed during transfer of the patient. As a consequnce the patient sustained serious injury (broken femur).